Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the extension site. As a result, the product was explanted. Issue resolved.